Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of usage of the device is same day. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1246312). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1246312) for similar event and no other complaint was identified. Feb post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "yes" to "no" h6: entered evaluation codes h10: added manufacturer narrative h3 other text : device not returned.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA (510k) #: k011028, k013227.

Event description:
It was reported that the hex portion of the mount fractured during placement and was replaced in same procedure. No impact to patient and no patent information was available.